Manufacturer narrative:
(B)(4). Date initial report sent 10/12/2015. (B)(4).

Event description:
Procedure: rectum resection. According to the reporter: the ta 45 was placed on the distal portion of the rectum. After firing the instrument by pressing the fire button 3 times, the tissue was resected on the instrument edge of the ta45. The instrument was open, but the rectum was not closed; no staples were in the tissue. The patient was injured/jeopardized.

Manufacturer narrative:
(B)(4). Investigation summary: post market vigilance (pmv) led an evaluation of one ta* 45 - 4.8 stapler opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident states that during a wedge resection procedure the fire button was pressed three times and the rectum was not closed. The instrument was received loaded with a 4.8mm single use loading unit (sulu). Visual inspection of the sulu cartridge noted that a full staple complement was present. Functionally, the instrument and sulu were applied to test media with proper staple formation. Visual and functional testing of the returned sample confirmed the product met quality release specifications and the reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all quality specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. Although the reported condition was not confirmed, it may occur when the user mistakes the tactile pre-clamp feature for the full firing stroke. This feature allows the handle to be released, without returning to its original position, for final positioning of the tissue. After the tissue is properly positioned, the handle stroke must be continued to full clamp position. Staples will only fire after the fully clamped handle returns to its original position and is squeezed a second time. The file will be closed as fired satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.